Event description:
Acct. Reports they had several issues with leaking of the female end of the lever lock and the male end of the extension set. States these issues occurred "a while ago" and they have not had any further reports recently. No pt or staff injury, although they had chemo spills.